Event description:
A customer reported an epiq 7c ultrasound system¿s monitor detached from the articulation arm assembly. The articulation arm assembly was replaced to repair the system. There was no injury associated with this event.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue, including a manufacturing evaluation and analysis of the involved monitor arm. The engineering team determined the failure resulted from an assembly error causing misaligned screw threads to shear away from a secured position. A design change that involves securing the monitor arm with a tab and slot instead sole reliance on screws has been implemented in (B)(6) 2019 and prevents potential recurrence of this assembly error.

Manufacturer narrative:
Return of the suspect articulation arm is anticipated. Evaluation of the arm will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an epiq 7c ultrasound system¿s monitor detached from the articulation arm assembly. The articulation arm assembly was replaced to repair the system. There was no injury associated with this event.